Manufacturer narrative:
Concomitant medical products: product ID 748966, serial# (B)(4). Product type: extension: product ID 748966, serial# (B)(4). Product type: extension: product ID 3487a-33, lot# j0019945v. Product type: lead. Product ID 3487a-33, lot# j0019945v. Product type: lead. (B)(4).

Event description:
Additional information reported indicated that it was not possible to check impedances pre-op with patient's previous battery due to it being dead. At the time of ipg (implantable pulse generator) exchange from the previous dead ipg to the current one, intra-operative testing noted high impedances, but it was decided to proceed with implanting new ipg as the patient had good stimulation when her previous ipg was still working. It was also stated that a lead revision was later performed. Patient's leads at the time of the revision were subcutaneous and the hcp (health care professional) referred the patient back to pain doctor for retrial. The patient had epidural lead trial on (B)(6) 2013 and subsequent cervical implant on (B)(6) 2013. New cervical lead was connected to her existing current ipg. It was also reported that everything was functioning as it should. The stimulation was covering the majority of her painful areas.

Event description:
Additional information received reported that they put it in once and ¿it slipped out of place¿ and had to be put ¿back in place.¿ the patient noted that they had three surgeries in ¿about six months.¿ **information omitted, see pe (B)(4).

Event description:
It was initially reported that the current implantable neurostimulator (ins) used previously implanted extensions and leads. It was stated that the ins was using "port 0-7" and programmed as "a 2x4." When using electrodes 0-3 as reference, impedance values on electrodes 0-3 were "fine" and on electrodes 4-7 were > 10,000 ohms; when electrode 4 was used as the reference then electrodes 4-7 were fine and 0-3 were showing > 10,000 ohms. It was stated that the ins was programmed "at 2x4" and the leads were "cervical or occipital probably." It was not clear what was meant by that statement since the ins had been implanted for spinal pain. The electrodes were in a "v" shape according to the x-ray assessment. Less than two months later it was reported that a replacement surgery was scheduled for (B)(6) 2013. It was stated that the lead "was broken in the neck" and the whole system was being replaced. Two weeks later it was stated that the replacement surgery had been scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Follow up information received noted that there was no further information regarding any surgery and that the patient planned to seek a new physician. If additional information becomes available, a supplemental report will be filed.

Event description:
Follow up reported the surgery was cancelled. There was no information on whether or not the surgery would be rescheduled. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).